Event description:
A pt reported experiencing inaccurate high results with a ot profile meter. The pt's blood glucose results were 165 mg/dl to lab 121 mg/dl. Tests were done within 10 mins with a difference of 36%. Pt did not experience any adverse events. Control solution test passed on meter. No further info has been reported.